Event description:
As reported, a foreign particle was found inside the sterile packaging of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The incident was discovered during general inspection, prior to using the device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje g4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, a foreign particle was found inside the sealed sterile packaging of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The incident was discovered during general inspection, prior to using the device. No patient contact made with device. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However the customer did provide a photo showing a single strand, brown in color, from an unidentifiable source to be within the sealed package. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot confirming one recorded nonconformance for "foreign matter", in which two devices were scrapped prior to further processing. An expanded search of the packaging log sheets containing the complaint lot was acquired, discovering additional lots packaged on the same day. A search of each lot discovered a total of 3 lots having recorded nonconformances involving foreign matter. These devices were either scrapped or reworked prior to further processing of the orders. A database search for complaints on the reported lot and additional lots found no additional related complaints reported from the field. Cook also reviewed product labeling. Instructions for use (IFU) document t_multi2_rev 1 [multipurpose drainage catheter] is supplied with this device. The product IFU states the following in consideration of the reported failure mode: how supplied: sterile if packaged is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile...upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the provided photo suggests the device was manufactured out of specification. However, review of the dmr, IFU, and DHR suggests that there are no additional nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the main cause of failure is manufacturing-related. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.